Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered user interface assembly with nav-ring replacement aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. Based on information provided and/or service performed the reported issue was not confirmed.

Event description:
The customer reported that the display was dim. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the remote service engineer (rse), the customer stated that the device display was very dim at the highest setting. The customer requested the part number to correct issue. The rse advised the customer that the display can be replaced with newer a nec lcd by replacing the entire user interface (ui) assembly (with 2.10 software installed).the customer was provided with the part number of the ui assembly, with nav-ring.